Manufacturer narrative:
The device was received in the not deployed position. The download data contains a rotational sensor malfunction. The rotational sensor malfunction prevented the pod from deploying by the end of the second prime. Inspection of the device found the commutator cap to be damaged. It could not be conclusively determined if the damage of the commutator cap contributed to the false open readings in the rotational sensor data.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle mechanism did not deploy. The pod was not worn and no adverse patient impact was reported.